Event description:
Resistance was encountered during introduction of a stent graft. Physician looked under fluoro and noted valve outside sheath. The valve was still on the wire between sheath and graft. The entire system was removed.